Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During index procedure, a resolute onyx drug-eluting stent was implanted in the lad and an euphora pta balloon was also used during procedure. Same day patient suffered elevated cardiac enzymes. Patient recovered. Cec adjudicated non-q wave mi of the target vessel lad medtronic extended historical peri-pci and scai definition peri-pci. Investigator assessed event is unlikely related to the device and anti platelet medication. Sponsor assessed event is not related to device or anti platelet medication.